Event description:
It was reported by the consumer that post implant a realize band, the band is not retaining the fill volume. Each adjustment was 1-2ccs. In (B)(6) 2012 the patient states that she lacked restriction. Due to the change in insurance companies, the patient had to locate a new doctor. In (B)(6) 20112 all of the fluid was removed and 2ccs were added. The surgeon noted the fluid was yellow in color, commented that it was body fluid and determined the band was broken. The consumer is currently waiting approval from insurance company to have the band replaced. The band remains implanted.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.